Event description:
It was reported that the patient underwent initial procedure on (B)(6) 2013. Revision was performed on (B)(6) 2013 due to the l5 and s1 screws pulling out of the bone and patient loss of sagital balance. It was also noted that one of the lock screws had backed out of the pedicle screw. During the revision four pedicle screws and lock screws were removed and replaced, both rods were cut shorter, two iliac screw, two ned rods and five different rod to rod connectors were implanted.

Manufacturer narrative:
The explanted lock-screw was examined using 7x magnification for any anomalies. The following observations were made regarding the condition of the explanted component: the lock-screw drive feature was not deformed or damaged. The external edges of the lock-screw show slight deformation consistent with edge contact with the cobalt chrome tulip. The bottom surface of the lock-screw shows geometry consistent with rod contact. Overall, visual examination of the implants did not yield any obvious non-conformities. Qc inspection of the component did not yield any non-conformities. Additionally the qc representative was able to fully seat the lock-screw into the tulip without issue. Review of the post-operative image and follow-up image were completed and the following observations were made: it appears that the stabilization rod is extremely lordosed. Overall, not enough information was available regarding the details of the surgery and post-op patient activity to make a definitive conclusion as to why the lock-screw disengaged from the tulip. It is the physician's opinion that patient weight was clearly a factor in the hardware failure. Review of complaint history did not reveal any previous reports of this nature for this product family. Associated instructions for use, lbl-IFU-011 reform pedicle screw system, states under contraindications: "#1. Morbid obesity", under potential adverse affects: "#5. Early or late loosening of any or all of the components. #6. Loss of fixation. #9. Disassembly and/or bending of any or all of the components." Under warnings: "#10. Based on the fatigue testing results, the physician/surgeon should consider the level of implantation, patient weight, patient activity level, other patient condition, etc. Which may impact on the performance of the system.", and under preoperative: "#2. Patient conditions and/or predispositions such as those addressed in the aforementioned contraindications should be avoided." This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2013-00010 and 00012).